Event description:
During product evaluation of a flo-gard infusion pump it was found to have an f-73 alarm. No additional information is available. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The root cause of the f-73 alarm was determined to be damage to the safety slide clamp. To correct the condition, the safety slide clamp was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.